Manufacturer narrative:
Supplement 01 medwatch submitted to the FDA on 02/sept/2021. A device history record (DHR) review was performed for vigilance reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints against this lot number, af04518. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2021. A deflated balloon with blue discoloration on the shell was returned. An air leak test was performed, and the balloon deflated due to slits on the shell. Under microscopic analysis, the openings on the shell were noted to have striated edges, consistent with damage from a surgical tool. Additional functional evaluation could not be conducted due to the slits on the shell. The complaint could not be verified as it is uncertain the cause of the deflation with the returned device due to the slit on the shell having jagged edges for removal.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 23/aug/2021. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" as follows: "the physiological response of the patient to the presence of the orbera365¿ intragastric balloon system may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ intragastric balloon system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly."

Event description:
Balloon was found deflated by sonography examination, the deflated balloon was removed and a backup device was implanted.